Manufacturer narrative:
The electrode pads were returned to zoll medical corporation united kingdom. However, the electrode pads were misplaced before testing could be performed. Retained sample testing was conducted for the same lot number 3322 and the customer's report was not replicated or confirmed. The electrodes were assembled according to specification. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.